Event description:
It was reported that the patient presented for a system implant procedure. During the procedure, the set screw of the pacemaker was stripped. The device was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of could not tighten the ventricular setscrew was not confirmed. Final analysis revealed the v-setscrew was not returned from the hospital for examination and analysis. Without the setscrew to examine the reason the setscrew could not be tightened cannot be determined